Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Event date is an estimation.

Event description:
Related manufacturer reference number: 1627487-2019-12550; related manufacturer reference number: 1627487-2019-12551; related manufacturer reference number: 1627487-2019-12553. It was reported that the patient's leads had migrated. Reportedly, two of the patient's leads had migrated out of the s1 area. As a result, surgical was planned to address the issue. During the procedure, it was discovered that all four of the patient's leads were coiled, therefore, all of the patient's leads were explanted and replaced on (B)(6) 2019. Therapy was restored following the procedure.